Manufacturer narrative:
(B)(4). The affiliate was contacted regarding product return, however, the unit was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A review of the device history records did not reveal any anomalies during the manufacturing process. At this time this complaint is considered to be closed, should the unit be returned at a later date this complaint will be re-opened and an investigation will be performed. Device not available.

Event description:
As reported by the ous affiliate, an icp express shows unstable values.